Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v911221, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that she fell down the stairs (around (B)(6) 2015) after having pain from a hysterectomy (pain and hysterectomy unrelated to implant). The patient reported that she began having constipation issues and it was determined the wires had broken so she had the system replaced. The patient reported that a manufacturer¿s representative was aware at the time and had programmer her implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.